Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "diagnosed with bia-alcl", "pain", "anguish and fear due to risk of alcl"

Event description:
Patient representative reported left side diagnosed with bia-alcl, increased risk of alcl, pain, anguish and fear due to risk of alcl , mental pain, and suffering. Pathological markers confirming alcl have not been received. The device has been explanted.